Event description:
It was reported that 3 of the bd nexiva¿ closed IV catheter system needls have gon through the catheter. Report 3 of 3. The following was received by the initial reporter: over the past week there have been 3 instances where the needles for our 1.75 inch peripheral ivs have cut through the catheters while inserting ultrasound guided ivs. The plastic catheter tip broke off and got lodged in the patients tissue. Additional information received on 09-aug-2023 the product lot # was 2300204 and ref # 383518 for the product that we kept the sample of. That is the correct batch number. The plastic catheter tip broke off and got lodged in the patients tissue. All instances of these catheters breaking have happened while performing ultrasound guided ivs. Additional information received on 14-aug-2023: 1. What was the patient outcome? - remains on inpatient ward. 2. Was the catheter tip able to be removed? If so, how was it retrieved? - the tip has not been removed yet. 3. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? - an x-ray was done and the cannula was noted in the patient¿s forearm.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd nexiva¿ closed IV catheter system needls have gon through the catheter. Report 3 of 3. The following was received by the initial reporter: over the past week there have been 3 instances where the needles for our 1.75 inch peripheral ivs have cut through the catheters while inserting ultrasound guided ivs. The plastic catheter tip broke off and got lodged in the patients tissue. Additional information received on (B)(6) 2023. The product lot # was 2300204 and ref # (B)(4) for the product that we kept the sample of. That is the correct batch number. The plastic catheter tip broke off and got lodged in the patients tissue. All instances of these catheters breaking have happened while performing ultrasound guided ivs. Additional information received on (B)(6) 2023: 1. What was the patient outcome? - remains on inpatient ward. 2. Was the catheter tip able to be removed? If so, how was it retrieved? - the tip has not been removed yet. 3. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? - an x-ray was done and the cannula was noted in the patient¿s forearm.